Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1600 mg/dl, diabetic ketoacidosis, and "kidneys are not functioning"; cause was not known. Customer went to the emergency room and was subsequently admitted to the hospital. Customer was treated with intravenous fluids of saline and insulin and was discharged 37 days later with the issue resolved. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.